Manufacturer narrative:
It was reported that the rollator brakes are not working. Stated that on both rear wheels the brake shoe is touching the wheel but the wheel still moves. Stated that one of the back wheels also gets stuck and does not rotate. Also, stated that the front wheels don't go forward all the time. Caller stated that they have to pick up the front of the rollator to get the wheels back straight before they can push it. Caller stated that it seems they want to go in opposite directions. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Rollator brakes are not working. Stated that on both rear wheels the brake shoe is touching the wheel but the wheel still moves.